Manufacturer narrative:
Omid shoraka, ramesh grandhi, samantha miller, joanna roy, vinay jaikumar, basel musmar, omar tanweer, jan-karl burkhardt, pascal m. Jabbour, adnan h. Siddiqui, farhan siddiq, ameer e. Hassan. "Long-term outcomes of resolute onyx zotarolimus-eluting stents for symptomatic intracranial stenosis: a multicenter propensity score-matched comparison with stenting versus aggressive medical management for preventing recurrent stroke in intracranial stenosis trial." Interventional neuroradiology, 2025 doi: 10.1177/15910199251339538 earliest date of publication used for date of event a2: average age a3: majority gender a5a: majority ethnicity a5b:majority race patient deaths were also included in the results of the journal article, however no causal link suggesting that the medtronic devices used in the patient cohort may have caused or contributed to the deaths was provided. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A journal article was submitted titled: long-term outcomes of resolute onyx zotarolimus-eluting stents for symptomatic intracranial stenosis: a multicenter propensity score-matched comparison with stenting versus aggressive medical management for preventing recurrent stroke in intracranial stenosis trial. The study is a retrospective multicenter study conducted on patients who underwent resolute onyx zotarolimus-eluting stent (ro-zes) stenting for symptomatic icad between march 2018 and may 2023, with follow-up through october 2024. The primary outcomes were the recurrence of cerebrovascular events, including tia, stroke, and ich, as well as time-to-event after the intervention and mortality during the follow-up period. Inclusion criteria consisted of adult patients (=18 years) presenting with recurrent stroke or tia, intracranial artery stenosis of 70¿99, and at least one ischemic event after best mm. Best medical management (mm) was defined as dual antiplatelet therapy combined with the treatment of primary risk factors (elevated systolic blood pressure and elevated low-density lipoprotein levels) and secondary risk factors (diabetes, smoking, and excessive weight). Among 115 ro-zes patients, 76 had recurrent stroke as the qualifying event and 38 had recurrent tia, with 32 ica and 34 mca lesions. Recurrent stroke occurred in 13 ro-zes patients versus 31 mm and 32 ptas patients; recurrent tia rates were similar. Ich occurred in 5 ro-zes, 1 mm, and 10 ptas patients. Univariable analysis revealed that ro-zes use was associated with lower stroke recurrence compared with mm, but no significant association was found in tia or ich recurrence rates. Throughout the follow-up period, 13 deaths occurred in the ro-zes group compared with six deaths in the mm group and seven deaths in the ptas group. There was no significant association between the use of ro-zes and mortality compared with mm or ptas. Recurrent stroke rates showed no group differences at 72 hours, but at 7 and 30 days, ro-zes had the lowest rates compared with mm and ptas, with ro-zes maintaining superior outcomesbeyond both time points. The study findings suggest that ro-zes for symptomatic icad was linked to fewer recurrent strokes and ichs than ptas, delayed stroke recurrence, and potential long-term benefits due to its drug-eluting properties, improved techniques, and newer design.

Manufacturer narrative:
Additional information: annex d codes. Correction: the vertebral artery, basilar artery, and posterior cerebral artery were also amongst the lesions treated in the ro-zes group. A3: majority gender is male medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.